Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s mother reported that she administered a bolus (presumed to mean insulin) about 15-20 minutes before the patient was due to eat, as normal. His sensor glucose (cgm) reading was 12 mmol/l. Twenty minutes later, the patient's phone sounded a hypo soon alert. His cgm reading was 3.3 mmol/l with double arrows down. A fingerstick bg was checked and it was 1.7 mmol/l. The bg was not confirmed with a second measurement as the patient showed clear signs of hypoglycemia and treating the event was top priority. The patient was given some gluco-gel but proceeded to experience a hypoglycemic seizure. The mother stated that he was awake but unresponsive. She was not able to confirm if he lost consciousness as his eyes remained open, but he was seizing and did not respond to prompts. A second gluco-gel dose was administered, and the patient recovered well. No medical attention was required and there were no injuries sustained. The mother had noted slight discrepancies prior to the event with the cgm and bg differing by +/- 1 mmol/l. Hours later, the patient presented with vomiting and diarrhea. The mother confirmed that the patient was doing well at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.